Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing stage of a supply change, with prior observation of leaking from the cartridge, which was resolved after replacing the cartridge and then the connector with components from different lots. Symptoms included no reported adverse clinical effects. Outcomes included no change in health status and no need for medical intervention. Investigation included customer troubleshooting and a guided dry run with confirmation that the pump was disconnected from the patient. Investigation of this case revealed that the initial cartridge and connector contributed to the alerts and leak, and that replacement components restored normal operation. It was concluded that the event was related to a supply change issue involving the cartridge and connector, and that device function was acceptable after component replacement.